Event description:
The complainant reported that during an abdominal angiography procedure, the rotator broke at 600 psi.

Manufacturer narrative:
Eval conclusions: the suspect device has been returned for eval; however, the investigation is not complete. A follow-up report will be submitted when additional info is available.